Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?:no; device returned to manufacture: yes. Investigation summary: the lot was built on nfa line 1 from 12may2018 through 19may18 for the quantity of (B)(4) ea. 2 non related qn¿s ((B)(4)) were initiated for ¿missing secondary septum¿. Qn (B)(4) for ¿td not followed¿ could be potentially related to this incident. Td 2018-23 (adhesive deep cleaning) and td 2018-29 (adhesive valves purge) were in placed during the production of the lot # related to this investigation. Disposition, root cause and corrective actions for the quality notifications were followed as per quality control plan. All other challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. Received a 20ga catheter-adapter assembly extension set. The needle assembly and the packaging material were not received for evaluation. No physical-mechanical damage was observed on the septum assembly of the catheter-adapter. The extension set was received in 2 portions: the catheter-adapter assembly (winged adapter) was separated from the port adapter with the extension tubing. Traces of adhesive residual were observed on the outer section of the winged adapter port. No traces of adhesive were found on the extension tubing conclusion(s): tubing disconnection: this defect is created at the zone 8 adhesive dispense station if air gets in the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. The extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Blood excess spill: even though this failure could not be confirmed or reproduced in the laboratory, the separation between the extension tube and the winged adapter would potentially cause the failure septum blew out: no physical-mechanical damage was observed on the septum assembly of the catheter-adapter.